Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that at device change-out for normal eri, externalized conductors were observed via fluoroscopy. Lead was explanted and replaced.